Event description:
It was reported that, the user experienced hyperglycemia with blood glucose elevated to 307 mg/dl after lunch, remaining out of range for approximately 90 minutes, and the ilet issued a high glucose alert. The user planned to perform a full supply change and resume insulin delivery. No external assistance or medical intervention was required. The reported symptom was frustration. Outcomes included no injury and no medical treatment. The investigation included troubleshooting and education provided to the user. Review of the case revealed that the cause of the hyperglycemia was unclear, and no specific device component issue was identified. Based on previously established findings for similar reports, the cause was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.